Event description:
Customer reportedly obtained results of 170 mg/dl, 590 mg/dl, and 200 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Results of 590 mg/dl could not be found in device memory.